Manufacturer narrative:
Additional information received, updates made to the following section: b3 (event date) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic radical prostatectomy procedure, after approximately one hour, the error message ¿surgeon head tracking: clutched. Look at 3d display to regain control¿ appeared intermittently. As the procedure progressed, the frequency of the message increased, reaching its worst occurrence at approximately two hours into surgery. The error occurred even when the surgeon was facing the surgeon console 3d screen directly and holding their head still. As a safety measure of the error, the unintentional clutching triggered every few seconds, repeatedly interrupting instrument movement for a brief period. This resulted in short, uncontrolled instrument movements, as the surgeon could not anticipate how long the instruments would remain clutched each time. All standard troubleshooting measures were taken during the procedure, including adjusting the angle and/or height of the screen, changing the surgeon¿s 3d glasses, ensuring the surgeon maintained the correct head angle and distance from the screen, and checking cable connections to mitigate the recurrence of faulty head tracking. Despite these actions, the issue persisted. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.